Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 27 mg/dl at the time of the incident. The customer woke up and gave herself corrections for high sensor readings, which made her go low. The customer was at 74 mg/dl at the time of the call. The customer was given food and intravenous glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump may be over delivering or getting inaccurate readings from the sensor. The customer is having issues with sensor glucose versus blood glucose readings. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test. Pump was programmed with multiple boluses and monitored for six (6) days. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.